Manufacturer narrative:
All available information was investigated, and the reported issue leak/splash (loss of fluid column during procedure) was confirmed via returned device analysis. In addition, it was observed that the clip introducer valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the reported leak/splash (loss of fluid column during procedure) was associated with the observed torn clip introducer. The cause of the torn clip introducer was unable to be determined. The investigation determined the observed torn clip introducer may be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group determined ¿man¿ relating to both abbott operator and user are potential root causes as the only direct handling of the clip introducer that would result in the damage observed occurs during the silicon application step during processing and during preparation for surgery. However, the root cause could not be conclusively determined. Additional actions will be taken if warranted and will be documented per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed anterior leaflet. As the clip delivery system (cds) was introduced to the steerable guide catheter (sgc), there was air entering the column of the guide. The stopcock on the guide, flush port, and clip introducer were properly attached and closed. The cds and guide were removed and exchanged for new products as the source of the air could not be determined. Another sgc and cds were used with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter is filed under separate medwatch report number.